Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the upper buttocks, which is off-label usage of the device, on 0(B)(6) 2026. On (B)(6) 2026 that the last sensor that failed. The insulin pump didn't cut off the insulin when his blood glucose went unexpected low. His sensor failed in the middle of the night at 2:00 am when he was asleep and he was found by his wife unconscious and unable to wake up at 7:00 am. They contacted an ambulance. When the emt (emergency medical technician) people arrived they went straight to his bedroom and tested his blood glucose using their meter and got 32mg/dl. They gave him total of 30g, 2 pills of glucose gel containing 15g of glucose each pill. After the treatment the patient regained consciousness and his wife gave him 4 oranges , he was still unable to communicate and he ate some more things (like bread and some meat). It took about an hour before the bg increased to 80 mg/dl and it stayed low throughout the morning, then after lunch it went up, from 80 mg/dl to 140 mg/dl until 2:00 pm. When he was fully conscious, he stopped the insulin, put on a new sensor and setup the control iq on his pump and since then he was fine. He only then found out that the sensor failed when he checked the history of his data. The emt stayed with them until 8:30 am and at 9:00 am his wife kept giving him foods until he was fully recovered. At the time of the report the patient was fine. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.